Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video and a picture of the impacted set were provided. Their visual inspection observe that the cone of the replacement male luer lock was bent, leading to an external fluid leak. The reported condition was verified. The cause is traced to component design. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak due to a damaged luer connector, was observed on a prismaflex st100 set c during priming. The event was further described as "the replacement tube connector deformation bending, unable to form a closed transport environment, resulting in water leakage". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added (device problem- fluid leak added). Should additional relevant information become available, a supplemental report will be submitted.